Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive after an accidental factory reset, preventing the user from acknowledging prompts and completing setup until guided by support to reconfigure the device and finish setup once cgm data became available. Symptoms included no reported injury or adverse clinical effects. Outcomes included successful completion of device setup and resumption of use after troubleshooting and education. Investigation included customer support troubleshooting and user guidance to complete device configuration. Investigation of this case revealed a user interface usability issue associated with a nonresponsive screen following a reset, with no hardware component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through setup guidance and education.